Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that reloading firmware into motion controllers and pendant resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside a procedure, the pendant keeps displaying "m to calibrate." There was no patient present when this issue was identified.